Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead had undergone a thorough evaluation. Visual inspection revealed there were dried body tissues in the base of the helix. There were cuts found in the insulation that begun from the terminal pin which exposed the coils. Further analysis indicated that helix retracted and extended normally as intended. It was concluded that there was nothing visually wrong with the lead that would cause a dislodgment.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead had micro-perforation or micro-dislodgement which causes the pacing threshold to increase. During the explant procedure, the physician was unable to retract the lead due to clot or tissue around the helix. There were no immediate complications following the lead replacement procedure. This rv lead was explanted and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.